Event description:
Customer reports to smell insulin for the second time in two weeks. Customer's blood glucose was 191 mg/dl. Customer reports that insulin was leaking under the reservoir at the plunger. During troubleshooting for reservoir leak, it was found that fluid was not found at battery compartment, there were no cracks of splits in the barrel and there were no other sources of leak. Customer was advised to revert to backup plan and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.